Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3100 scissors would not open or close. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the shaft was detached from the hub. Based upon the visual observations and the functional test, the reported complaint was confirmed on april 6, 2010. (B)(4).